Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported to the implant patient registry (ipr), 3 years, 2 months post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted. The reason for explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction as medical records were received. The following sections of this report have been updated: b4, b5, g3, g6, h2, h10. After a review of medical records, this will be made not reportable and dissociated as the explant was due to late endocarditis. After reviewing the medical records provided, the patient had a 29mm s3 valve implanted urgently as a viv in a 29mm non-edwards valve in the aortic position via tf approach due to cardiogenic shock caused by a torn leaflet of the non-edwards valve on (B)(6) 2021. The implant was a success with no document pvl. Approximately 3-years and 2 months post implantation, the 29mm s3 tavr valve was explanted due to late-stage endocarditis that was caused by strep sanguinis bacteremia which it appears that they patient may have contracted after dental work done in (B)(6) 2023, despite taking their standard prophylactic antibiotic regime. At the time, the patient had no issues, but in early (B)(6) 2024, they developed flu-like illness which was treated. However, the bacteremia seeded onto the patient's tavr valve and then also seeded in their lumber spine. It was at this point they developed lower back pain, and they were seen by a physician, and treated with steroids and pain killers. However, the patient then developed a fever of 101'f which led to them being hospitalized, and during this admission they had blood cultures taken which were positive to a gram-positive cocci bacteremia and a tte was done which indicated the possibility for endocarditis. This was then confirmed by a tee and resulted in the tavr valve being explanted. During the explantation of the tavr valve it was discovered that there were also a nearly circumferential annular abscess cavities in the annular structure of the aortic annulus. A small abscess cavity was found under the non-coronary cusp and larger cavity tracking under the left coronary cusp. This required the complete removal of the non-edwards valve. These cavities were both debrided, thoroughly and irrigated with antibiotic irrigation, before being repaired with bovine pericardial tissue to reconstruct the annular root structure before the 23mm konect valved conduit graft was implanted. This was successful and the patient was discharged from hospital on pod 14.

Event description:
As reported to the implant patient registry (ipr), 3 years, 2 months post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted. The reason for explant is late-stage endocarditis.